Event description:
It was reported that noise was observed during routine follow up. Myopotential tests did not reproduce noise and all other parameters were fine. Programming changes were made. The patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.